Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The reported feedback suggests that there back flow of blood. From the reported information there are no indications of serious injury to the patient or user as a result of this incident.

Manufacturer narrative:
A mz1000 sample was not available for investigation; however the customer forwarded two photographs of the affected product. Analysis of the photographs confirmed the customer's report as blood was noted inside the clear housing of the maxzero connector as well as when connected to an infusion line. The root cause of the customer¿s report could not be determined.

Event description:
The reported feedback suggests that there back flow of blood.